Event description:
A report was received that physician recommended that the pt have an ipg replacement procedure. The pt's ipg was too shallow and the pt was having difficulty charging.

Manufacturer narrative:
The pt did not receive cardiac clearance for the procedure and the procedure did not take place. No further action will take place at this time. This is the final report.